Event description:
An oxygenator started to leak from the arterial outlet while in use. The oxygenator started to spray blood from the side of the outlet. The inlet and outlet were clamped while the unit was changed out. The outlet detached while being changed out. The hospital believed the oxygenator was in use for 2 weeks on a patient who had been on ECMO for 100 plus days. No patient injury reported. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. An investigation is still on-going and a follow-up report will be provided when new information is available. Items marked ni are unknown to us at this time.